Event description:
It was reported that the gastrointestinal videoscope had a communication error. The event occurred during the inspection for use before a diagnostic procedure that was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the image sensor unit (e.g., disconnection). In addition, the following reportable malfunctions were identified during the device evaluation: a communication error (e217) occured. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.